Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having tlif at l5/s. It was reported that about half the total length of the threaded part at the tip of the inner shaft (about 3.5 mm) broke while it was still attached to the cage. The broken part is contained within the cage and does not protrude beyond it. It was difficult to remove the cage as a whole, so the surgeon decided to leave it in and close the incision. There were no patient symptoms reported. There were no further complications reported regarding the event. There were no fractures or bents in the cage. There was no malfunction with the second inserter.

Manufacturer narrative:
H3: product analysis: part # 2990003; lot # nm17b036 visual and optical inspection confirmed the tip of the threaded inserter shaft has broken. The damage to the tip appears to be from bend stress overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.